Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). Is it not known if the patient made changes to her usual dose of medications. About 15 minutes after the start of the alleged issue, the patient claimed she felt symptoms of hungry, sweaty and off balance. The patient treated herself with food and/ or drank a beverage as treatment. The patient denied testing with another device. The patient did not have her testing supplies at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.